Event description:
The customer reported the evis exera iii bronchovideoscope was leaking. The issue was found during reprocessing of the device. There was no reported patient harm, impact, or involvement, due to this event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found that a b30 scope communication error was displayed due to an electrical continuity error from water invasion. The report is being submitted for the b30 scope communication error found during evaluation of the device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in the event, service found that after aeration, there was a large leak from a crack on the scope connector cover. The leak could not be stopped with taping. The scope connector cover exhibited moisture and corrosion. There was no corrosion observed on the charge coupled device unit or the printed circuit board. After aeration, the image was visible and the fog test passed. Evaluation also found the plastic cover on the distal end was dented and the adhesive on the bending section cover (a-rubber) was peeling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error and conduction failure of the circuit board inside the scope connector occurred due to water which invaded the connector from the leaked location. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. If air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage.¿ olympus will continue to monitor field performance for this device.